Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. The customer also reported that the insulin pump alarmed motor error during rewind. It was stated that there were some alarms in the alarm history. It was stated that the customer's blood glucose was normal and the customer didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump had a motor error alarm during the rewind due to an out of phase motor encoder signal. No alarms noted during testing. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the constant motor error alarms during the rewind. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.